Event description:
When the surgeon tried to remove the jig from the nail, the t-handle became unfunctional that the black handle lost fixation with the shaft, causing a delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.